Manufacturer narrative:
We received the catheter with needle-free device (non-vygon germany gmhb), but without sliding clamp as faulty sample.the catheter tube was shortened at the 10cm marking. The attempt to flush the catheter tube was successful and a leakage was detected at the wing. Microscopic examination of the catheter tube revealed a tear directly at the wing. The fracture surface was rough indicating excessive tensile force and the use of alcohol-based disinfention. There are various events that can lead to a leaking catheter: tensile force - which may be caused by: dressing change, in some instances the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture for babies routine care, when lifting the baby to change the bedding and movement of the baby itself could cause a tensile fracture. Mechanical damage by a sharp instrument for example scissor forceps or scalpel during dressing. Alcohol based disinfectant can weaken the catheter (concerning this, there are warnings in the IFU to be aware that organic solvent such as alcohol or acetone may interact with catheter material and weaken it. In addition, a manufacturing fault can be excluded as each catheter is flow and leak tested during production, and the catheter did not leak for 60 days as stated by the customer ("dwell time: 60 days"). Having checked the batch history records; no deviations were found. The batches complied with their specifications and were released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are 30 further complaints for batch 8235019, 15 further complaints for batch 8220237 and 59 further complaints regarding a leaking catheter at the wing on product code 4g07125203 within the last three years. However, none of these further complaints is related to a manufacturing fault. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.

Event description:
PICC line leaking at the wings and needed to be removed, so PICC removed and a replacement PICC was placed.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR

Event description:
PICC line leaking at the wings and needed to be removed, so PICC removed and a replacement PICC was placed.